Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): lead stretched, the distal conductor was distorted, all conductors were stretched, the inner insulation was kinked/buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant; the analyst noted that the lead has been stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin. The lead was received with the helix fully retracted and the distal conductor distorted within the connector, and the distal conductor has been over-retracted; full lead returned and analyzed.

Event description:
It was reported that the lead was tested before the implant procedure. After one attempt to position the lead during the implant, the lead dislodged and the helix screw would not retract. The lead was taken outside of the patient to attempt retraction, but it was not successful even with multiple tries. The lead was not used and was replaced. No patient complications have been reported as a result of this event.